Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a follow up after this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, the field representative reporting having trouble interrogating the device. The field representative attempted interrogation several times and also rebooted the programmer; however, interrogation was still not able to be achieved. Boston scientific technical services (ts) was contacted and a ts consultant discussed additional troubleshooting to perform in order to successfully interrogate the s-ICD. Despite different attempts with the wand, the device could still not be interrogated. A magnet was applied and the s-ICD emitted tones that were not typical. A device reset was attempted but the s-ICD continued to produce an atypical tone pattern. As the cause for the tones could not be determined and the s-ICD still could not be interrogated, the ts consultant recommended device replacement. The s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly analyzed. Visual inspection noted no anomalies to the case or the header. It was verified that the device had no telemetry. The device case was opened and initial visual inspection of the circuitry found no irregularities. The device was connected to an external power source and the hybrid was powered up; however, the device remained in the continual beeping loop and still had no telemetry. An additional crystal was placed in parallel with the crystal already integrated into the device circuitry and then the device was able to establish telemetry. Despite exhaustive measures, laboratory analysis was unable to determine what was causing the initial telemetry communication issue with this s-ICD.

Event description:
Boston scientific received information that during a follow up after this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, the field representative reporting having trouble interrogating the device. The field representative attempted interrogation several times and also rebooted the programmer; however, interrogation was still not able to be achieved. Boston scientific technical services (ts) was contacted and a ts consultant discussed additional troubleshooting to perform in order to successfully interrogate the s-ICD. Despite different attempts with the wand, the device could still not be interrogated. A magnet was applied and the s-ICD emitted tones that were not typical. A device reset was attempted but the s-ICD continued to produce an atypical tone pattern. As the cause for the tones could not be determined and the s-ICD still could not be interrogated, the ts consultant recommended device replacement. The s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.